Event description:
The report received from the USA stating that the device was "heating up". The device was being used during a craniotomy. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
MFR report # 1045834-2013-01691 was submitted in erorr. The report is a duplication of MFR report # 1045834-2013-00247. All the pertaining information of the event was reported and submitted in MFR report # 1045834-2013-00247. Ref: (B)(4).

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent.